Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported suspected thrombosis and hemolysis could not be conclusively determined. Additionally, evaluation of the patient¿s submitted log file confirmed low speed operation and elevations in pump power. The submitted log file contained data from (B)(6)2019. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8400 rpm until (B)(6) 2019 at when the log file recorded 3 low speed operation events between 10:10:29 am and 10:14:13 am ranging from 7880 rpm to 8140 rpm. These events did not last long enough to trigger a low speed advisory or hazard alarm. The log file recorded transient elevation in pump power ranging from 7.5 w to 11.5 w on (B)(6) 2019. Most of the elevations in pump power were associated with pi events. The rest of the log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support with no further issues reported. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. Section 1 of this IFU contains information regarding pump speed, power, flow, and pi. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the account indicated that the patient's ldh was 809 units/l. Pump thrombus wasn't identified and the CT and ramp echo were normal. The patient is currently stable and monitored for additional signs of hemolysis. Patient is not a candidate for pump exchange due to multiple comorbidities and psych issues. No further information was provided.

Manufacturer narrative:
Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient was having low speed advisories accompanied by high powers. The patient stated a concern for pump thrombus. Technical services reported, on the same day, that the actual speed dropped below their low speed limit of 8400rpm. Furthermore, during this time it was observed that there was an increase in power which could be indicative of something being ingested into the pump. Technical services noted intermittent power and flow elevations taking place cross(B)(6) 2019. At times these elevations are associated with pi events. No other alarms or device malfunction was/were identified.